Event description:
A 5cc bd unopened, syringe found to have a gel-like substance within the syringe. The item was removed from the patient care area and reported to the vendor before reaching the patient. No other syringes were noted to have a gel-like substance within them. FDA safety report ID # (B)(4).